Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ tuberculin syringe with bd precisionglide¿ detachable needle leaked during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: four photos were received by bd (B)(4) and evaluated. A single packaged 1ml slip tip syringe with needle attached was depicted in the photos confirmed to be from batch #7087639 (p/n 309626). No defects were observed in the photos received. A sample filled with a cytostatic drug was returned for evaluation, however it could not be evaluated due to the chemical it contained. DHR review for batch 7087639 (p/n 309626): manufacturing dates: 4/23/2017 to 4/27/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7087639 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Bd (B)(4) was not able to duplicate or confirm the customer's indicated failure. CAPA is not required as no defects were confirmed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.